Event description:
Fluoruracil administered IV via leventon 4.7ml/hr 250ml portable elastomeric infusor over a 46 hr period. At end of infusion, pt presented at clinic with wet infuser bag and clothing. The infuser system had apparently leaked. Crystals appeared where drug leak had evaporated. Largest amount appeared at the seam on "capillary element" (a. K. A. "Restricter element").